Manufacturer narrative:
Article citation: thornburg, b., desai, k., hickey, r., hohlastos, e., kulik, l., ganger, d., salem, r. (2017). Pretransplantation portal vein recanalization and transjugular intrahepatic portosystemic shunt creation for chronic portal vein thrombosis: final analysis of a 61-patient cohort. Journal of vascular and interventional radiology, 28(12). Doi:10.1016/j.jvir.2017.08.005. A review of the manufacturing records for the devices could not be conducted because the lot # remains unknown. The device was not returned to gore, so no engineering investigation could be performed. UDI:unknown. (B)(4).

Event description:
This information was received through the literature article, "pretransplantation portal vein recanalization and transjugular intrahepatic portosystemic shunt creation for chronic portal vein thrombosis: final analysis of a 61-patient cohort." It was reported that one patient died as a result of complications of right heart failure 11 days after pvr-tips despite having no cardiac history and a normal preprocedural echocardiogram.

Manufacturer narrative:
Patient identifier was updated to the gore event number. (Other patient identifiers were unavailable) . The date of event was updated to the date the literature article was accepted. (Date of event was unavailable).